Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Siemens reviewed the instrument data, and the information provided by the customer. The quality control (qc) was within acceptable lab range prior to running patient samples. After discordant patient results, qc results recovered low out of range. The customer corrected the bias, and had run the dilution check factor, which was normal. They then replaced the x2 tubing and subsequently observed integrated multi-sensor technology (imt) air-detect errors. During siemens remote assistance, it was noted that the x2 and x3 tubing were swapped on the imt peristaltic pump during the replacement. The customer replaced this and ran the dilution check again, but it failed. They then repeated the dilution check using a new bottle of dilution check solution; however, the check failed again. The lytes calibration slopes were found to be within limits, but the pump rate was observed to be low and inaccurate. Further, the customer was unable to move the x tubing to the top hanger on the peristaltic pump because the pressure bar and screw were found to be damaged. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the system, replaced pump rollers and tensioning foot, aligned imt, primed, ran dilution check, performed imt calibration and, ran qc which all passed. No further observations reported by the customer. Siemens further evaluated the event and concluded that the faulty peristaltic pump assembly with damaged pressure bar and screw potentially contributed to the depressed na result. The customer is operational. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that an erroneously depressed sodium (na) result was obtained for a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician and was not questioned. The sample was repeated on an alternate dimension exl 200 integrated chemistry system. The repeat result obtained was higher than the initial result, as expected, and was considered correct. The repeat result was then reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na result.